Manufacturer narrative:
Batch records, final product and qc records were reviewed for lot cov1120195. No abnormal issued was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. Test results of retained cov1120195 met the qc criterion. Issue for the retained cassettes was not found. Complaint is not verified.

Event description:
False positive result(s). Customer stated husband took a flowflex home test and tested positive. No pcr. He did do an ihealth antigen test as soon as the flowflex started to show positive. It was negative.